Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 150 points. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, they had tachycardia, was nauseous, and ¿felt sick and horrible¿. The patient's cgm was reading 213 mg/dl and the bg meter was reading 380 mg/dl. The patient went to the hospital and was diagnosed with ¿pre- diabetic ketoacidosis¿, as her bg level were ¿very high¿ (no specific value was provided), she had high ketones, and her ¿blood was almost acidic¿. The patient was treated with intravenous fluids. She was discharged home after one day in the hospital. At the time of the report the patient was feeling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.